Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, their device was observed to have eroded through the skin. The device was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.